Event description:
It was reported that during central processing, slivers-sharp shards come off of the 8mm maryland bipolar forceps instrument's shaft when rubbed. There was no report of patient involvement. Intuitive followed up and obtained additional information: the reported 'slivers' in the maryland bipolar instruments were discovered during central processing. It is unknown if any of these tiny fibers were lost in the patient; they would be very difficult to see but easy to feel, like getting a sliver. Most technicians are double-gloved, so they would not notice the slivers during the procedure. It is unclear if the damage was the dark grey insulation peeling off, but it was observed on the instrument's shaft. No photos of the instrument were available for isi review. During the last registered use of the instrument, there were no reports of injury to the patient or a fragment falling into the patient since the slivers are too small to see; no fragment was retrieved, the procedure was completed robotically, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. "The maryland bipolars with the ¿slivers¿ were discovered in decontam. It is unknown if any of these tiny fibers were lost in the patient, they would be very difficult to see but easy to feel- like getting a sliver. Most techs are double gloved so they would not notice the slivers during the procedure.".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event with the instrument could not be replicated nor confirmed. There was no physical damage. There was no problem detected.